Manufacturer narrative:
Corrected information b5: it was reported that a spectrum pump alarmed system error 322 ¿link switch error (low)¿. H11: the device was received for evaluation. During functional testing , 'system error 322' was reproduced. A review of the history log revealed "system error 322". A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified.the cause of the condition was determined to be damaged lower link switch. The lower aux requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). H11: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump alarmed system error 322 - latch switch during testing in the biomedical service department. There was no patient involvement. No additional information is available.